Manufacturer narrative:
H3, h6 device evaluation: one device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Device turned on with alarm 41541 appearing on display continuously. Contamination was found at downstream occlusion (dso) sensor and latch/lock area. The probable cause of the alarm 41541 is defective main board. Replaced main board, latch/lock, flex sensor, and dso sensor.

Event description:
It was reported there was error code 41541 whenever starting up unit. Have cleaned unit with isopropyl alcohol continuously but cannot get past the error.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.